Event description:
Documents received allege the pt received more medication than intended. The document alleges that on (B)(6) 2010, the pt underwent an unspecified surgical procedure of the back. On an unspecified date and time, the device was programmed to deliver an unspecified narcotic medication. No specific programming parameters were provided. The documents allege that on (B)(6) 2010, the device "was used to administer intravenous narcotics to him postoperatively in the hospital, resulting in an overdose of intravenous narcotics, post-operative respiratory insufficiency, cardiopulmonary arrest, and anoxic brain injury on (B)(6) 2010 and his death on (B)(6) 2010." No add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.